Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty on (B)(6) 2009. Legal counsel reports patient allegations of elevated metal ion levels and metallosis. A revision procedure allegedly occurred on (B)(6) 2012. Review of invoice history confirms the primary surgery date. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to dislocation, elevated cocr levels, metallic silver turbid fluid and an osteolytic reaction with adverse local tissue response. The operative notes confirm that the acetabular cup, modular head, taper adapter and femoral stem were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions.the clinical significance of this effect is uncertain, as similar changes may occur as a precursor to or during the healing process. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant."number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2012-02607 / 02609& 2013-03741).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly of deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-02607 / 02609). The report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty on (B)(6) 2009. Legal counsel reports patient allegations of elevated metal ion levels and metallosis. A revision procedure allegedly occurred on (B)(6) 2012. Review of invoice history confirms the primary surgery date. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.